Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was over 300 mg/dl at the time of the call. The customer stated that they also received a low battery alarm. The customer did not want to return the reservoir back for analysis. The customer was advised to call back to trouble shoot the next time the alarm occurs again. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. The issue was resolved with a set change. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.